Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was having a little more pain than usual. When the patient tried to give herself a bolus with the patient programmer, the error code 8286 was displayed. This was the code for empty reservoir occurred. The drug in the pump was unknown.